Manufacturer narrative:
Additional information was received that the patient could not charge the ipg out of hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg would not be charged nor linked due to damaged u3_asic. It was confirmed that the component would be generating high thermal discharge. As a result, the device sleep current was excessive. Due to the device damage, the patient data was not captured. The source of device damage is unknown.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.